Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the implant is turning itself off when the implanted neurostimulator is at 100% charge for almost a month. Patient stated they are getting no device found message on the controller screen. Patient stated they spoke with the manufacturer representative (rep) and was told to call for assistance. Patient stated the recharger telemetry module (rtm) takes a long time to charge the implantable neurostimulator (ins) . Patient stated they see ins 100% and stimulation off and they turn therapy on manually. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna. Patient started charging the implant and getting excellent quality, controller 100% charged and implant yellow. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. A request was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Updated codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.